Manufacturer narrative:
H2) correction: e1 initial reporter phone corrected. H6: annex e code corrected from e2401 to e2403. H6: annex f code corrected from f24 to f26. H6: annex a code corrected from a1601 (device alarm system) to a140802 (failure to infuse). H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was turning on and beeping a flashing yellow light on left side at the top and showing error code 45630. Full functional check was performed by biomed but the error could not be replicated. There was unknown patient involvement and unknown patient harm/adverse event reported.